Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the lights shown around the unlock buttons appear to be pink instead of green. Customer turned the pump off and when the pump was turned on again the customer stated the display appeared to be normal. Pump is functioning as intended. There was no reported impact to customer's blood glucose level.